Event description:
Add'l info rec'd from MFR 03/24/04: a rep from hill-rom engineering and a fire inspector were sent to inspect the bed. The police would not allow the bed to be touched or any parts removed for inspection. At this time MFR is still not sure if bed caused the fire.

Event description:
An electric hospital bed caught fire. All pts on that wing of the hosp had to be evacuated. In the process of evacuation another pt fell and suffered a dislocated shoulder. The wing was closed for two days. The wing consisted of two rooms which were destroyed.